Event description:
It was reported that, approximately two months after implant, the implantable cardiac monitor (icm) had moved slightly since they have started swimming and also that the patient's skin was weeping. It was noted that the patient sleeps on their left hand side and also that the device may have been implanted "too superficial." An examination determined that the device was pre-erosion and it was explanted. No further patient complications have been reported as a result of this event.